Manufacturer narrative:
(B)(4). Date sent: 01/14/2021 d4: batch # u5ax1w h6: component code = electrical and magnetic (g02) device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was successfully used in the procedure but was found to have intermittent firing. Upon disassembly and investigation, microfractures were detected in the flex conductors adjacent to the anvil detect switch. By rapping and manipulating the device the conductivity could be accomplished and hence the intermittence. No conclusion could be reached as what may have caused the failure of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic low anterior resection, they put the battery in, the light illuminated. They dialed down to close the stapler. They saw the orange indicator in the green area. They dialed the device down and attempted a fire and it did not fire. They dialed the device down two more times and then had a successful fire. A leak test was performed and there were no issues. There were no patient consequences.